Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® tube with k2e had a clotted sample.

Event description:
It was reported that a bd microtainer® tube with k2e had a clotted sample.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples along with retention samples (selected from bd inventory) were subjected to evaluation/testing and upon completion, no issues were observed relating to the additive as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd technical support services had reached out to the customer and is continuing to work with them to provide troubleshooting and educational resources. Investigation conclusion: based on evaluation of the customer and retain samples, there were no issues identified with the additive as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.